Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's l2 lead was explanted and replaced on apr 15, 2021. The patient has effective therapy post operatively.

Manufacturer narrative:
Date of event is unknown.

Event description:
It was reported that the patient had high impedances on every lead contact on the l2 lead. X-rays were taken and confirmed lead fracture. As a result, surgical intervention may occur to address the issue.